Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose value was 41 mg/dl. Customer reported this was the first time they would connect the meter to insulin pump. Customer reported that they noticed after customer went for a bike ride, he was a little off. Customer has been treated with food. Customer has been experiencing low blood glucose for 10 minutes. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not alleged insulin pump was over delivering. The devices will not be returned for analysis.